Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 24 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the distal stent region lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24sep2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 70% stenosed, 23mm x 2.75mm, de novo with significant >=90 degrees bend target lesion was located in the mildly tortuous left circumflex artery. A 24 x 2.75 promus premier select drug-eluting stent was advanced for treament. However, after several attempts it failed to cross the lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed stent damage.